Manufacturer narrative:
The customer was be provided with a replacement device. The device was evaluated by stryker and the issue was verified. Stryker product analysis center further evaluated the customer's device and was unable to duplicate the reported issue. A cause of the reported issue could not be verified. The device was archived by stryker.

Event description:
A customer contacted physio-control to report that the device's screen was black and would not work. As a result, the labels for the soft keys cannot be read, and therefore a user would not be able to use the device to deliver therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device's screen was black and would not work. As a result, the labels for the soft keys cannot be read, and therefore a user would not be able to use the device to deliver therapy if needed. There was no patient use associated with the reported event.